Event description:
Related manufacturer report number: 2017865-2022-47065, related manufacturer report number: 2017865-2022-47066, related manufacturer report number: 2017865-2022-47069. It was reported that the patient presented for in-clinic for routine device interrogation. The patient was noted to have lead erosion through the skin, and the device was also visible. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient was stable.